Event description:
The patient reported that their blood glucose level reached 18 mmol/l (324 mg/dl) while wearing the pod on their buttock. It was noted that the cannula was bent and had dislodged from the infusion site. No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.